Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a over delivery alarm. The customer has been having issues with their blood glucose declining to the 20 mg/dl and 30 mg/dl range during the night time; the hypoglycemic issues have been occurring for the past two months. The customer was 151 mg/dl at the time of the call. The customer was treated by medical staff. The customer did not mention any symptoms of hypoglycemia. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believed that the insulin pump was over-delivering. The customer's doctor has been making adjustments to their settings in an effort to resolve the hypoglycemic issues, but the low blood glucose persisted. Troubleshooting was completed and no anomalies were noted. The reservoir will not be returned for analysis.